Event description:
Patient's mother contacted dexcom on (B)(6) 2012, to report that upon removal of sensor on (B)(6) 2012, patient experienced irritation, discharge and discomfort at the sensor insertion site. Patient's mother also reported knots under the patient's skin at the insertion site. Patient's mother consulted a physician. The physician prescribed an antibiotic to be applied to the patient's skin at the sensor insertion site. At the time of the mother's call to technical support, she reports that patient is experiencing no pain at sensor site and is in fine condition.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.